Event description:
Perrigo received a call on november 08, 2016 from a (B)(6) year female using a pen needle (4mm, 32g, 50 count) up to 4 times daily to administer insulin since 2008. Beginning (B)(6) 2016, needles were getting stuck in the administration site. On approximately (B)(6) 2016 one needle became detached from the hub and became retained in her skin. Consumer has a planned appointment and will speak with physician on (B)(6) 2016 to have the needle removed. Additional information is being sought. Update: consumer advised she has been using this product for 7 years, with no prior issues. The needle is still in her stomach. Consumer advised she is fine, and the needle is not causing any issues at this time. She advised she was seen by her hcp about a week after this incident occurred in (B)(6) 2016, who pushed around on her stomach and advised he did not note the needle in her stomach. But did schedule an x-ray for (B)(6) 2017 to see if the needle can be located at that time. Consumer advised she could not have the x-ray done sooner, as she has radioactive dye in her system at this time. No treatment or further recommendations were given at this time. She was seen by the oncologist on (B)(6) 2016 who advised not to worry about the needle in her stomach. No treatment or further recommendations were given at this time.